Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "chest pains" and was wondering if it could be related to the pacemaker. Follow-up with the clinic nurse noted that the right ventricular chamber has a slight increase in pacing threshold and that the pain was not determined to be associated with the device. The system is still implanted. No further patient complications have been reported as a result of this event.